Manufacturer narrative:
Follow-up # 1 ¿ (6/27/2013). The patient¿s meter and test strips have been returned on 5/8/2013 and evaluated by lifescan product analysis on 6/18/2013 and 6/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic comparing result obtained from the same device. The reporter claimed obtaining blood glucose readings of ¿88 mg/dl¿, "328 mg/dl" and "75 mg/dl" with the subject meter performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.